Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation, most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 39 and 52 mg/dl. The customer¿s expected am fasting blood glucose test result range is 77-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 77 mg/dl and 74 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/30/2021 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history (date/time not set; customer stated results of 39 and 52 mg/dl were obtained in morning): (B)(6).